Event description:
Reportedly, during (B)(6) 2011 f/u, the device was found in standby mode. The device was re-initialized successfully. It should be noted the pt has not complained about any symptom. Nevertheless, he was hospitalized after the reported event due to another medical reason (not specified).

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.